Event description:
A malfunction alarm was reported with code malf 12. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, and no further occurrences of the malfunction were noted. Customer was advised to continue using the pump and to reach out if any issues recurred.